Manufacturer narrative:
(B)(4) initial reporter: huaming xue, yihui tu, tong ma, tao wen, tao yang, minwei cai ¿up to twelve year follow-up of the oxford phase three unicompartmental knee replacement in china: seven hundred and eight knees from an independent centre¿ international orthopaedics (sicot) doi 10.1007/s00264-017-3492-4. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that one patient was revised to address a bearing dislocation. No additional patient consequences were reported.